Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was not healing and the lead had eroded at the burr hole site. In turn, surgical intervention took place wherein the dbs system explanted to address the issue.